Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-dec-20. It was reported that the patient's pump was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The device was sent to the manufacturer for analysis. The issue was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (15 mg/ml at 3 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen on the pump logs. The stall occurred at 03:13 on (B)(6) 2018 and had not recovered. A tube set message was present. The patient had begun to hear the pump alarm "at that time" and then began to have withdrawal symptoms and went to the emergency room (ER) on (B)(6)2018. No magnetic sources were noted. The caller noted they would discuss considerations with the patient's doctor. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the motor gear train and a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.